Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, leaking was noted due to the distal end having been deformed and perforated. There were scratches on the lens, and the angulation was out of spec on the forceps. The light guide lens was broken. The adhesive was damaged. The sheath cover was deformed, and the connector was corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the distal end of their evis lucera duodenovideoscope was separated during preparation for an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received noting that the originally reported event occurred during preparation for a diagnostic procedure. Initial reporter confirmed that the intended procedure was completed, though could not specify how. Patient overall outcome is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the manufacturer¿s investigation. The additional information can be found in event. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements regarding the detection of the scope distal end separation: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ though a definitive root cause could not be determined, based on the results of the investigation, it is believed that physical stress caused the reported event to occur. Physical force applied to the device, could have caused the gap to develop in the light guide lens adhesive. It was also determined the angulation was out of standard due to a broken k-wire. The IFU contains the following statements regarding the detection and prevention of a broken k-wire: "when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety." "Warning : the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning." "Using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work." The root cause of the broken k-wire was not determined. A possible cause includes fatigue failure. Olympus will continue to monitor the field performance of this device.